Event description:
Caller reported a malfunction on the pump with the specific malfunction code 16-0x20e6. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the blood glucose level. Technical support resolved the issue by sending a replacement pump to the customer and provided instructions on how to store the current pump and return it to tandem. Customer agreed to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted.